Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, for the following correction to (a1) patient identifier, updated from (B)(6) to (B)(6) due to an inadvertent error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the cause of the missing bending section cover could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. In addition to the reportable finding provided in b5, the evaluation found the light guide tube was leaking, the insertion tube was crushed, the bending section cover glue was cracked, the plastic distal end cover was dented, and failed the insulation test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the flex video scope blew up during the vaporized hydrogen peroxide gas plasma sterilization (sterrad) with the ethylene oxide (eto) cap attached. The issue was found during reprocessing and there was no patient involvement. The device was returned for evaluation. During the device evaluation, the bending section cover rubber was found to be missing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.